Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within one day of the implant procedure, the right ventricular lead r wave measurements had decreased and the day after that, the decrease continued. The pacing vector was reprogrammed - which resolved the sensing issue - and the lead remained in use. Within two days, r wave sensing decreased again so the lead was repositioned; it remains in use. No patient complications have been reported as a result of this event.